Event description:
It was reported that during patient use, the ventilator generated a loss of communication error alert. The patient was transferred to another ventilator without any reported patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), and upgraded software to the current revision to resolve the issue. The unit passed all tests and calibrations, and was operating within the manufacturing specifications.